Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information wasreceived reporting that the electrode had been non-functional for several months. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# b0827217k, implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3487a, serial/lot #: (B)(4), ubd: 10-apr-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that impedances were good but the patient could not feel anything. They decided to change the extension and impedances were really high. They changed the lead and everything was back to normal. The issue was resolved at the time of report.